Event description:
It was reported that during a routine follow-up, the pulse generator was at 2.46 v and showed the elective replacement indicator (eri) had tripped nearly three months ago. Six months ago, the programmer estimated nine months remaining longevity. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.